Event description:
Healthcare professional reported, a right side pain. And capsular contracture, baker grade IV. Additional report of "body inflammation" folds. Confirmed, via MRI and cyst. The event of cyst is considered, not device related. The device remains implanted.

Manufacturer narrative:
E1.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.